Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 415 mg/dl. Customer's other blood glucose value was unknown. Customer also reported under delivery. Customer declined trouble shoot for high blood glucose. The device was not expected to be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
The inform the section was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The correct information has been provided with this report.